Manufacturer narrative:
Product was returned to adc and this issue was not confirmed upon product return investigation. No product deficiency or malfunction was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Hold for kp 3.16 a customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.